Manufacturer narrative:
1: patient city: (B)(6) patient country: italy establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325-1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that, the patient experienced infusion set detachment, infusion set not adhering due to sweating event occurred on (B)(6)2026.